Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), electrode belt (B)(4): (B)(6) 2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient received four inappropriate shocks during asystole with intermittent cardiac activity. Asystole is considered a non-treatable rhythm. Oversensing of small signal and the intermittent cardiac activity contributed to the false detections. There is no information to suggest the lifevest caused or contributed to the patient's death.